Event description:
It was reported to boston scientific corporation that a endovive low profile button replacement was used on a (B)(6) male. The procedure date and weight of the pt are unknown. According to the complainant, the device lasted less than a year when the opaque ring that secures the feeding tube came loose from the tubing. Due to this event the feeding tube leaked. The feeding tube was replaced with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).